Event description:
Mid-afternoon, the urologist approached this rn to inform her that pt's foley came out of pt, and was determined to be balloon deflation. She removed the foley and placed it in the trash and informed rn that a new foley would have to be placed. The same exact occurrence happened the day prior, where the pt's foley had came out due to balloon deflation and the foley was replaced (which was the foley that had came out today). This rn replaced foley with a new one. Prior to replacing, this rn inflated balloon to ensure patency. No leaks were present. Informed pt's primary team and floor manager.